Manufacturer narrative:
(B)(4). Batch # r5c19v. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during the sleeve gastrectomy surgery, on the 3rd firing, after fired, noted staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # r5c19v investigation summary the analysis found that one plee60a device was returned with no apparent damage and with one ecr60b cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.